Event description:
It was reported that the right atrial (ra) lead exhibited low pacing impedances and undersensing of atrial fibrillation. The lead was capped and the patient was downgraded to a single chamber pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: e2dr01aa ipg, implanted: (B)(6) 2004. (B)(4).